Manufacturer narrative:
Date of event: unknown and therefore estimated to align with procedure date.

Event description:
It was reported a possible allergic reaction occurred. In (B)(6) 2017 the patient underwent a successful left atrial appendage (laa) closure procedure and watchman laa closure device was implanted. In (B)(6) 2018, a follow up transesophageal echocardiogram (tee) revealed the watchman was in good position. Also in 2018, the patient reported symptoms of rashes on her hands and face due to a possible nickel allergy. The cause of the rashes remained unknown. It was further reported the patient had previous intermittent rashes which were never investigated by an allergist, prior to the watchman implant. After the implant of the watchman device, and approximately 6 weeks post procedure, the patient experienced an increase in frequency of rashes which she reported was more diffuse in nature. The patient indicated that nothing in her normal routine changed other than the implantation of the watchman device. The patient saw an allergist and dermatologist and it was not clear if these rashes were related to the watchman implant and worsening of a possible pre-existing nickel allergy. The patient saw a clinical pharmacologist specialist who thought it could be related, but could not be certain. All physicians agreed nickel allergy testing would not help with the diagnosis. Plasma nickel levels were ordered by the physician who implanted her watchman. The patient's recurrent rashes with fluctuating levels of plasma nickel and more specifically the temporal relationship and ongoing symptoms to implant suggest it is possibly watchman related. Device removal is currently being explored.